Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was "working in dust". The patient was hospitalized and was treated with vancomycin injection (1 gram, intraperitoneal, stat dose and duration not reported) and fortum injection (1 gram, intraperitoneal, once daily) and amikacin (250mg, intraperitoneal and frequency was not reported) for the event. Antibiotic treatment was ongoing. Six days after the event onset, the patient was discharged from the hospital. Twelve days after the event onset, the patient was recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.